Event description:
The customer reported that two employees experienced respiratory reactions to cidex. One of the two employees was prohibited from working with the solution. The employee went back to work with no issues. The customer also reported that the facility is having a vapor management system and a transfer pump installed to prevent reoccurrence.

Manufacturer narrative:
Reference MDR: 2084725-2008-00750.